Event description:
A caller reported a cartridge alarm 30 occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the correct technique, and the caller was able to successfully resume insulin therapy, resolving the issue.